Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal notification, the patient had an initial right tha on (B)(6) 2017 . The patient underwent a revision surgery on (B)(6) 2023 due to premature poly wear and poly recall. The poly and femoral head were exchanged. There was found to be a clean wound with clear synovial joint fluid. There were well-fixed femoral and acetabular components. There was a moderate amount of visible polyethylene wear within the acetabulum from the polyethylene. There was also a moderate amount of osteolysis superior to the acetabulum, as visualized through the screw holes. Putty was used to fill this back side void. A lateralized liner was utilized. The patient was awakened and transferred to recovery in stable condition. No other patient information/medical history reported.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The revision reported was likely a combination of the risk factors specified. However, this cannot be confirmed as the devices, radiographs, and images of the explanted devices were not provided.

Event description:
The patient had a revision surgical procedure, approximately 5 years, 9 months after initial implant. The patient was revised to exactech devices. Procedure: the right hip joint was aspirated of clear synovial joint fluid; this was sent for culture. A complete anterior capsulectomy was then performed. The acetabular component was found to be well fixed to bone. There were no intraoperative complications. There is no other information available.

Manufacturer narrative:
D10. Concomitants: 170-40-00 - biolox delta femoral 40mm od, +0mm, sn (B)(6); 186-01-56 - integrip cc, cluster 56mm,g3, sn (B)(6); 188-01-10 - wedge plasma x/o sz 10, sn (B)(6). These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) ". However, this cannot be confirmed as the devices, radiographs, and images of the explanted devices were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices, radiographs, and images of the explanted devices were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.